Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v225114, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that patient implantable neurostimulator (ins) had been depleted. The patient symptom has returned. The patient was not feeling stimulation and therapy was off. The patient reported that the front of legs burning and had 2 urinary tract infection (uti)'s. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.